Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a low reading issue with the freestyle libre 2 sensor. The caregiver reported a 'lo' (< 40 mg/dl) scan the night of (B)(6) 2021, and while the customer had no symptoms, he was treated with 2 sugars and ate dinner. The caregiver reported a couple of hours later, the sensor continued to read 'lo' as compared to a built-in meter result of 499 mg/dl. However, the caregiver did not report of treatment at this time. It was further reported that in the morning of (B)(6) 2021, the customer experienced hyperglycemia due to false "sugaring" from the previous night's 'lo' reading, and had seizure and loss of consciousness. The customer was treated with depakine chrono 750 mg (anticonvulsant), but there was no report of other treatment provided. There was no report of death or permanent injury associated with this event. The comparison of 'lo' (< 40 mg/dl) sensor reading against 499 mg/dl built-in meter result, when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.